Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 60 mcg/ml prialt at 20 mcg/day via an implantable pump. On (B)(6) 2022, it was reported that the patient's pump had been experiencing  discrepancies between the expected volume and actual volume during refills since (B)(6) 2021. This discrepancy had been increasing over time. At the patient's most recent refill, the expected volume was 2 ml but the aspirated volume was 18.5 ml. The catheter was checked with contrast medium on (B)(6) 2022 and was found to be intact and "pervious". The hcp was considering explanting the pump and sending it back for analysis. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the event. The issue was not considered resolved at the time of the event. Surgical intervention had not occurred at the time of the report, but it was unknown if surgical intervention was planned. The patient's status was listed as "alive, no injury".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2022-may-12. It was reported that the date of the refill where the first volume discrepancy was noted was 2021-dec-03. It was also reported that the replacement had not yet been scheduled, the physician was still considering diagnostics and troubleshooting.

Event description:
Additional information was received from a company representative on 2022-jun-07. It was reported that the physician would perform a surgical revision of the catheter, but the surgery had not yet been scheduled. Additional information was received from a company representative on 2022-jun-15. The physician suspected catheter kinking. It was clarified that there was no issue suspected with the pump regarding the volume discrepancies and return of symptoms. No pump replacement was planned. The physician had tested the perviousness and correct path of the catheter with contrast medium. On (B)(6) 2022 the catheter was surgically revised and had kinks in the pump pocket which the physician released. The catheter was only revised and not replaced; therefore, the catheter would not be returned to the manufacturer for analysis. The model number, serial/lot number, and implant date of the catheter associated with the event was not available.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter h6 update: the previously applied annex g code g04105 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product type catheter .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign manufacturer's representative (rep) on 2022-jun-27. It was reported that the patient was now "fine without symptoms".

Event description:
Additional information was received form a foreign healthcare provider via a customer representative. At the refill, instead of retrieving 2 ml of ziconotide as expected, they retrieved 18 ml of drug from the pump. A dye study was performed and no catheter occlusion were found. The patient experienced a return of symptoms. It was indicated that the patient was difficult to evaluate, as the patient is taking also other medication for pain management. After checking the pump, the pump was not found to be involved in any known field actions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.